Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit it was reported that two clinicians had a generalized complaint of channel disconnect alarm increasing in the past six months. And stated the channels usually work on the other side of the alaris device, otherwise the devices are tagged and sent to biomed. The clinicians could not recall any specific scenarios and no patient harm was reported.